Manufacturer narrative:
Three consecutive balloons loss of pressure were reported to have occurred on the same pt. It should be noted that the probability of three devices failing in the same pt due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Damage to the distal end of the introducer sheath could cause a puncture of the balloon, resulting in a loss of pressure. However, the introducer sheath was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1332503) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided, the investigation performed, and without returned introducer sheath the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00416 for the second device and MFR 3004939290-2014-00417 for the third device.

Event description:
The following info was reported by aci sales rep: "here is a report of a balloon loss of pressure for 3 consecutive devices on the same pt. Angiogram revealed clean artery- no pvd present. Tech tested the balloon prior to placing in the pt. Placed device to white marker in pt. Inflated the balloon and turned stopcock. Black/white marker exposed out of the back of the device. The balloon marker retracted back into the device and the balloon deflated. A second mynxgrip was opened with above pre check completed and the device and balloon were checked out prior to use. Placed in body, inflated balloon up. Again, balloon loss of pressure and marker returned into device. The stopcock was turned. A third device was placed and attempted. All the pre checks were performed and the balloon was inflated outside of the body as a pre check. When in body, the balloon was inflated on this third device. Again, the balloon retreated into the device. The staff removed this device as well as the other two and saved to return to access closure. An angioseal (another MFR's device) was placed in the pt with no reported complications." The pt was not hospitalized. Procedure type: intervention coronary.